Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially called to report that his sensor does not stick due to excessive perspiring. Customer also reported a high blood glucose level of 476 mg/dl. Nothing further reported.